Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported by customer's mother that the customer was having trouble getting off one of the screens and he's been without insulin for two hours. This occurred during filling the reservoir. Customer stated the insulin is squirting out during manual prime process. The customer stated the insulin pump is alarming compromised force sensor system. The customer during lunch was 203mg/dl, dropped 55mg/dl and now is 204mg/dl. Customer stated the drive support cap has been out for a while. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Also, customer's mother stated they were trying to put more insulin in the pump and can't get it off the fill tubing and it squirts insulin when they press act. Assisted customer with priming and it alarmed.